Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the video processor (vp) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The vp was analyzed and found to have electrical and fiberoptics defects. The complaint was confirmed based on the results of the investigation, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported repeated error 5 on the system. Staff tried power cycling multiple times and issue persisted, technical support engineer (tse) had customer hard cycle the vision side cart (vsc) and error 5 returned. Site is deviating to another system. The procedure was completing as planned.